Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the external paddles are broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to the therapy receptacle failure. The therapy receptacle was replaced and device successfully passed all required tests. The device remains at the customer site and no further evaluation is required at this time.